Event description:
Customer reported a rapid drop in indicated battery charge without causing an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on returning the defective pump. Meanwhile, the customer will use multiple daily injections as backup therapy.